Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's family member reported that the patient's implantable pulse generator system was explanted due to infection. No further patient complications have been reported as a result of this event.